Event description:
A patient fall occurred while on a huntleigh healthcare alpha trancell mattress overlay system. Manufacturer of bed frame undetermined. Patient sustained a forehead laceration requiring sutures.